Manufacturer narrative:
Date of birth: 1957. Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stent thrombosis and myocardial infarction (mi) occurred. In june 2011, the patient presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. The 75% stenosed, 10 x 3.5mm, target lesion was a de novo lesion located in the mid left anterior descending artery (lad). The target lesion was treated with direct stent placement using a 3.50 mm x 12 mm taxus element stents, with 0 % residual stenosis. The patient was discharged on aspirin and duoplavin. In (B)(6) 2012, the patient's cardiac enzymes were noted to be elevated and the site reported an event of mi. An electrocardiogram was performed and type of mi was determined to be q-wave, with antero-septal location st segment elevation. The patient experienced ischemic symptoms and was referred for cardiac catheterization. The 100% totally occluded restenosis of the study stent placed in the mid lad was treated with balloon angioplasty and selective thrombolysis using a non-bsc 6f aspiration catheter, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.